Manufacturer narrative:
E1. Initial reporter facility name: the fourth affiliated hospital of (B)(6) university school of medicine e1. Initial reporter phone number: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tube, damage was observed with the rubber stopper.there was no reported impact on patients or users.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, thirty(30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of defective stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tube, damage was observed with the rubber stopper. There was no reported impact on patients or users.